Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon began broaching the femur with the new actis stem and perforated the later cortex with the starter broach. He continued broaching and implanted actis stem. The broach was 4-5 cm past the fracture. Surgeon put 2 cables around the femur to make sure the fracture did not propagate.